Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a perclose proglide device after an interventional percutaneous procedure in the left main coronary artery. Reportedly, a cuff miss occurred. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device did not confirm the reported needle to cuff miss. The device was returned with both cuffs capturing the needles and the rail suture end was cut. This is indicative of successful needle deployment and suture retrieval. The inspection of the returned device indicated that the suture loop failed to release from the suture bearing which directly resulted in the whole suture containing the knot being removed along with the device during the device removal. During lab testing, the suture bearing was inspected and there was no obstruction that could have prevented the suture loop from being released from the suture bearing. Based on the manufacturing inspection criteria and device analysis, the probable cause for the failure to release the suture loop from the suture bearing is related to the operational context during use of the device and not a product quality deficiency. No manufacturing or quality deficiency was detected. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.